Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad traces.

Event description:
It was reported that the insulin pump gave a button error alarm followed by a frozen screen. The battery was replaced several time, but the screen remained frozen. Nothing further was reported.